Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss, failed battery test and charge/battery lasts less than expected due to blank display. Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl. The customer declined troubleshooting for high blood glucose event. The customer was treated with manual injections and insulin for high blood glucose level. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm and the timing was not less than 24 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. The customer reported that the battery compartment and the spring was corroded. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.